Event description:
It was reported that post op of a laparoscopic cholecystectomy procedure performed on (B)(6) 2011, the patient returned to the hospital for an additional procedure on (B)(6) 2012. The patient had an umbilical exploration procedure performed due to an infection from the prior procedure. When the laparoscopic cholecystectomy procedure was performed, a small piece of the sac tore off and they were unable to retrieve it. During the second procedure, the piece of sac was found and was removed from the patient. No device is available for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The event was reviewed with ees cross-functional team representing cq, marketing, medical affairs, and product life-cycle. The following questions were requested by the team: what part of the sac tore during the original procedure? How was the piece located? Is the piece available for analysis? Is the patient's infection being attributed to the piece being left in the abdomen? Is the patient still experiencing complications? Patient's current status? Attempts are being made to obtain the additional information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The contact provided the following information: during the original procedure in (B)(6) 2011, the operating surgeon was unable to locate the piece of the sac which is why it was left in the patient. The hospital did not report the event to ees at that time. The patient presented with symptoms of an infection and the surgeon performed an umbilical exploration which is when the piece of the sac was located and removed. The surgeon is attributing the patient's infection to the left behind piece of sac. The piece of the sac is not available for analysis. The contact was unable to provide any further details at this time, but agreed to follow up on the patient's status and to inquire if there was any additional consequence and/or intervention taken as a result of the incident. The contact agreed to follow up on the outstanding questions that were not available. Multiple attempts have been made with the contact to inquire about the additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.